Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section b3, date of event, of the initial medwatch report stated: 03/23/2026. Section b3, date of event, of the initial medwatch report should have stated: 03/20/2026. Section b5, describe event or problem, of the initial medwatch report stated: an authorized service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Section b5, describe event or problem, of the initial medwatch report should have stated: an authorized service provider (asp) contacted ventec to report that the device was displaying the very low fio2 (fraction of inspired oxygen) alarm. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. New information for supplemental medwatch report 001. H6: the device was evaluated by the authorized service provider (asp) where the reported issue of it alarming due to very low fio2 (fraction of inspired oxygen) readings was confirmed. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: an authorized service provider (asp) will evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.